Manufacturer narrative:
Gbo complaint: (B)(4). Received 13pcs 450235/g141235r for evaluation. The actual sample were not received. We have no further complaints on the material/batch. We forwarded the complaint and samples to our affiliated headquarter from which we received this product. The customer returned samples were visually inspected and functionally tested according to gbo internal procedures and instruction for use., no deviation were detected. A review of production and testing documents indicates no deviation occurred during production. No abnormalities detected during in process control. Documents for the batch final checking, which includes functional testing, indicate that no abnormalities were documented. Therefore, this can not be confirmed.

Event description:
Customer states that on two occasions the needle dislodged from the holder during activation of the safety. The needles remained intact. No injuries or blood exposures occurred as a result.